Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: b5, d8, h2, h3, h6, h11 corrected fields: b5- cable malfunction (removed), e3- occupation, h6- medical device problem code - a0406 (removed), h6 component code- g02004 (removed) the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the image was flickering due to cable malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full e1 - initial reporter establishment name: (B)(6). Full e1 - address 1 :(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image is flickering and cable malfunction. The issue was found during maintenance of the device. There were no reports of patient involvement.